Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred inside the patient. Initially this was a radial access that turned into a femoral. The physician attempted to cross the lesion in the proximal right-coronary artery with an ion mr us 12mm x 4.00mm stent without predilating the lesion first. When they pulled back the delivery system the stent was hung up in the lesion and came off of the balloon. They used a 3.0mm x 12mm apex balloon catheter and inflated it to fifteen atmospheres for twenty two seconds and fourteen atmospheres for fifteen atmospheres inside of the stent and deployed the ion mr us 12mm x 4.00mm stent successfully. They also implanted a 4.0mm x 12mm non bsc stent and implanted it inside of the ion mr us 12mm x 4.00mm stent at sixteen atmospheres for twelve seconds and again at sixteen atmospheres for twelve seconds. They post dilated with a 4.0mm x 12mm quantum apex balloon catheter at sixteen atmospheres for fourteen seconds and sixteen atmospheres for ten seconds. No patient complications were reported and the patient's status is fine.